Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a faulty screen. This event had the potential to interrupt delivery. This event was reported to have occurred on power up. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). The device has been received by baxter new zealand personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of faulty screen was confirmed and during product evaluation. The root cause was assigned to a defective main display. The user interface module liquid crystal display was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.